Event description:
It was reported by svc report that the head end jack does pump up to full height and the fowler would not lock in place. The customer could not determine if there was pt involvement or if there were adverse consequences to report.